Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site tried to boot the system, the mobile view station (mvs) showed boot errors and stated "reboot and select proper boot device". They hard shut down the mvs and booted it up again. They got a windows booting screen, but the system would not boot past that point. No patient was present at the time of the event.

Manufacturer narrative:
H3) the mobile view station (mvs) interface cable was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and usability inspection the reported issue was confirmed. The mvs cable interface was tested by using cable validator. The bench test passed and the cable passed a continuity and gbit test. Visual inspection confirm cable connector cover was missing and shows signs of wear. The installed the cable on a known working system. The system readied, the motion and generator, charging and communication were successful. 2d and 3d images were acquired. Eval code-result:180 is associated with this analysis the mvs server was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. On boot up, the intel rapid storage technology confirmed raid volumes, volume #1 931.5gb was degraded and an error occurred on physical storage device #2; 931.5gb. Physical storage was reconstructed by using intel rapid storage technology on the c-drive. Drive was normal after a restart. Virus scan was performed and patient data was removed. Eval code-result: 4215 associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the mobile view station (mvs) computer, umbilical and handswitch were all replaced. The issue resolved and the system is working as intended. The handswitch returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination the reported issue was not confirmed. The handswitch passed visual inspection. They installed the handswitch into a known working system. The system booted and readied. They rebooted the system multiple times without issue. They perform 2d and 3d imaging successfully and the store button functioned as expected. No faults were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the site tried to boot the system, the mobile view station (mvs) showed boot errors and stated "reboot and select proper boot device". They hard shut down the mvs and booted it up again. They got a windows booting screen, but the system would not boot past that point. No patient was present at the time of the event.